Event description:
It was reported that during a peripheral angioplasty treatment procedure, balloon removal difficulties were encountered. The customer stated that, "the lesion being treated was 90% of stenosed and not calcified in the left (external iliac artery) eia. The device was approached from left brachial approach. The balloon was inflated properly on pre and post dilatation. When the balloon was withdrawing, it was caught in the sheath and broken. The balloon and separation were withdrawn with the sheath together." The procedure was successfully completed with this device. No patientl injuries or complications were reported. Patient status is reported as "good."